Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0jmzs, implanted: (B)(6) 2014, product type lead.

Event description:
It was reported the patient fell close to the implantable neurostimulator (ins) six days prior to the report and was having pain in the back. Four days after the fall, the patient was experiencing pain in their right testicle. On that day, the patient turned stimulation on at 1.9v. They began to have pain and it was at 2.9v. It was stated the antenna was connected to the ins and was ¿somehow¿ increasing the stimulation with the ¿meter¿ in their pocket. They turned stimulation off after and have been in pain since that point. The patient felt it every time they took a step and they could not get comfortable or sit down. During the call, the device was on at 4.3v. Stimulation was decreased to 2.0v and it felt better. The patient did not understand that the setting stayed on and the antenna did not need to be attached. After receiving assistance from their doctor or manufacturer representative, the patient¿s concerns were resolved. A follow up report will be sent if additional information is received.